Event description:
It was reported that nine months and fifteen days post port placement, the catheter was allegedly found to be broken. It was further reported that the catheter was allegedly separated. The port system and distal catheter segments were removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issues, as a complete diagonal break was noted to the distal end of the catheter attached. The surface of the complete diagonal break on the distal end of the catheter were noted to be glossy with striations throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that nine months and fifteen days post port placement, the catheter was allegedly found to be broken. It was further reported that the catheter was allegedly separated. Reportedly, the port system and distal catheter segments were removed from the patient. There was no reported patient injury.